Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead with four ventricular non-sustained tachycardia episodes less than equal to 200ms between (B)(4) 2013. Also analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met with a patient alert for lead failure predictor on (B)(4) 2012. The analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with ventricular sic equal to 971 counts, in 4.67 days between (B)(4) 2013. Concomitant products: d234vrc implantable cardioverter defibrillator (B)(6) 2010.(B)(4).

Event description:
It was reported that a patient alert was triggered for the right ventricular (rv) lead having noise oversensing and an elevated short interval counts (sic). The detections were turned off until the rv lead was capped and replaced. No patient complications have been reported as a result of this event.